Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported, the patient had site discomfort at the pump pocket and the device was surgically repositioned on 2014 (B)(6). It was noted a device surgical revision was performed at the catheter connector and the outcome was resolved without sequelae on 2014 (B)(6). The pump was being used to deliver fentanyl and bupivacaine. Additional information received reported the event was possibly related to the device or therapy and was not related to the implant procedure. Additional information received reported the cause of the discomfort was the change in the patient¿s body structure after ¿considerable weight loss¿ over the last year. It was noted, the patient elected to move the pump location. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient had lost considerable weight and the left upper buttock pocket site was causing discomfort. No further complications were reported.

Event description:
Additional information received reported the patient experienced pain at the pocket site. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6)2018. The patient's baseline weight was provided.